Event description:
On (B)(6) 2017 - patient 2 days status post right total knee arthroplasty returned to surgery for retained surgical drain - stryker constavac, which broke off in the patient's right knee. This is the third such incidence of return to surgery to remove foreign body involving this product.